Manufacturer narrative:
Additional patient and event outcome details are not available. Samples received: there are no samples available for analysis. Analysis and results: the involved batch number is not known. As no batch number is available, the batch manufacturing record cannot be reviewed. We have not received any sample for analysis. Without any sample, we cannot carry out an analysis in order to take a decision. Before applying histoacryl, the wound should be clean and dry, without blood present in the area. When histoacryl gets in direct contact with the blood of the wound the reaction is very fast, it cannot be discarded smoke formation in the wound area and heat (sensation of burning). In the warnings of the instructions for use of the product is indicated that: a heavy application may cause thermal damage to tissues. Connective tissue healing can be impeded when too much tissue adhesive is applied. Histoacryl should not be applied to wet or bleeding wounds. Excess moisture (such as water or alcohol) or blood presence, may accelerate polymerization, resulting in the generation of excess heat. Histoacryl is not to be applied below the surface of the skin because the polymerized adhesive is not absorbed by tissue and may elicit a foreign body reaction. In addition, in the side effects paragraph: the use of this product leads to an exothermic polymerization reaction. The released heat may result in a sensation of warmth. Cyanoacrylates can be associated with; dehiscence (skin edges separation), a limited period of local sensation or irritation reaction in the application area; a transient foreign body reaction can occasionally take the form of an inflammatory reaction. Nevertheless, in the contraindications paragraph of the instructions for use of the product is stated that histoacryl® is not to be applied to areas with dense natural hair. Final conclusion: without samples or batch number we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or more information of this case is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported the patient experienced a sore scalp and pains in jaw region. Additional information has been requested regarding event details, however, at the time of this report additional information has not been provided.